Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient reported a severe positional headache on (B)(6) 2019. The patient was scheduled for a blood patch on (B)(6) 2019, and the blood patch was performed. No product information was available. The event resolved without sequelae on (B)(6) 2019, however, on (B)(6) 2019, the patient called in after-hours complaining of a spinal headache after coughing heavily. The patient was still complaining of a headache on (B)(6) 2019, and was scheduled for a same-day blood patch. The event was resolved without sequelae on (B)(6) 2019. The etiology indicated the event was not related to the device or therapy and was related to the implant procedure, with surgery/anesthesia indicated as a contributing factor. The event resulted in medical or non-surgical therapy and an unscheduled clinic or office visit. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.